Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead. The patient did not receive any therapy during the oversensing. Oversensing was noted on the stored egm. Programming changes and dft will be discussed with the physician.

Event description:
New information receive indicates that programming changes were made. No new episodes of nsln were observed.